Event description:
Additional information received reported that the patient's old system didn't work. It was reported that the one lead was broken and one lead was electrically fried. Relevant medical history includes sciatic nerve injury.

Manufacturer narrative:
The initial aware date in regulatory report # 3004209178-2015-21070 should have been (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID 377660, lot # v009048, implanted: (B)(6) 2006, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3487a-33, lot # v008877, implanted: (B)(6) 2006, product type lead; product ID 3487a-33, lot # v000833, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
The consumer reported that they thought their leads were bad, broken, or shorted out. No causes or troubleshooting were reported with this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was inquired by the patient why the hcp did not take the leads out when they were doing the ins replacement. Patient stated that the leads were the old leads, there were apparently better leads (available in the market at the time of the ins replacement). Information was reviewed with patient regarding the leads that were on in the records and patient was provided with the date last leads were implanted, information and the dates of the procedures. No further complications were reported/anticipated.